Event description:
Vhs lag screw and plate implanted in 2002. Fracture of lag screw component with non-union of greater trochanter was reported and pt returned to surgery in 2003, to remove and replace hardware.